Manufacturer narrative:
The events lymphoma alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: lymphoma alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported "alcl diagnosed in left implant. Seroma." As pathological markers confirming alcl lymphoma has not been received, the event will be captured as lymphoma. The device status is unknown.